Event description:
It was reported that during implant attempt the lead produced no sensing and no capture. Noise on the lead was noted. The lead was not used; another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism and tissue on helix. It was further noted from the analyst visual comments that considerable blood and tissue was visible in the helix, a photograph was taken, and then cleaned with alcohol; the lead tests within specification.